Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation using a faradrive steerable sheath and versacross connect access solution the patient experienced cardiac tamponade with a drop in blood pressure. There was some difficulty advancing the sheath and wire. It was noted that the patient had tortuous femoral anatomy and small atria. After the transspeptal puncture the patient had a drop in blood pressure. Intracardiac echocardiography (ice) was performed and a perforation of the left atrial appendage (laa) was discovered along with a cardiac tamponade. The perforation occurred while flossing the septum with the faradrive sheath. The septum was tight and extra flossing was required to cross it. The ablation procedure was cancelled and the patient was moved to the operating room (or) where a pericardial drain was performed. The patient was hospitalized after the pericardial drain but is expected to fully recover. The device is expected to be returned for analysis.